Event description:
The lead was capped.

Manufacturer narrative:
Analysis found insulation damage from the inside out at 36 cm and 40 cm from the distal tip electrode. Complete electrical analysis could not be performed since the lead was returned in two pieces.

Event description:
It was reported that the lead exhibited intermittent loss of capture. The impedance had also increased. The lead will be capped when the ICD reaches eri. Monitoring will continue until that time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.